Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm caused to the patient, no medical intervention was required and a repeat procedure performed. There was nothing unusual about the patient or procedure and an endoscopy was performed prior to bravo procedure and the esophagus appeared to be normal. The customer does not know what caused the failure to attach. The capsule will not be returned as it was discarded.